Event description:
It was reported that the patient had an intraocular lens (iol) implanted in their right eye, which led to a unexpected post-operative refractive surprise of -2.0 as seen on the patient's one week post operative visit. It was reported that the patient had a posterior capsulotomy on (B)(6) 2013 which was expected to help with the mild opacification. The doctor reports that the capsular bag has tightened up or there is fluid build up which could have caused the refractive error jump so quickly from -.25 to -2.00. The patient has a 20mm eye length. The lens remains implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. Placeholder.